Event description:
It was reported that bd maxzero extension set had flow issues the following information was received by the initial reporter with the following verbatim back flow of propofol through to the fentanyl route in a 2 lumen IV connector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A m9279 product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample lot number was not available. The feedback provided by the customer states that, " back flow of propofol through to the fentanyl route in a 2 lumen IV connector". Further information provided by customer states that, drugs propofol and fentanyl were administered via pump to patient and exact infusion rate was unknown but not more than 10 ml/hr. There is no external leakage, and no physical damage was found. The details of this feedback were forwarded to the legal manufacturer of the product. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note, previous investigations into similar reports of this nature have identified that some back flow can occur under certain conditions: ¿ excessive pressure ¿ if an excessive internal pressure is applied it has been found that the bcv membrane can temporarily flex or deform; after which a low-pressure bolus could potentially bypass the valve until the membrane returns to its normal shape/position. It is possible for small volume syringes to generate an excessively high pressure during a hard manual bolus. ¿ particulates ¿ if any solution borne particulates become trapped in the bcv, it can cause the membrane to remain in the open position allowing some backflow to occur. ¿ counter flow pressure differential - bs: en: iso 8536-12: (infusion equipment for medical use. Check valves) states ¿the check valve shall close at a pressure of not more than 2kpa in its counter flow direction valve"; therefore, if the pressure difference between a gravity infusion and a back pressure is less than 2kpa, it is possible for back flow to occur. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9279 products in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
A m9279 product was not available for investigation of pr 13588621; however, the customer confirmed that the complaint sample lot number was not available. The feedback provided by the customer states that, " back flow of propofol through to the fentanyl route in a 2 lumen IV connector". Further information provided by customer states that, drugs propofol and fentanyl were administered via pump to patient and exact infusion rate was unknown but not more than 10 ml/hr. There was no external leakage, and no physical damage was found. The details of this feedback were forwarded to the legal manufacturer of the product. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9279 products in the past 12 months.